Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 268 mg/dl with extreme drowsiness, difficulty waking, and/or confusion associated with an inaccurate delivery issue. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. Further troubleshooting was unable to be completed at the time. This complaint is being reported because the patient allegedly experienced hyperglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2014 with the following findings: the last bolus and basal delivery were on (B)(6) 2014. There were no alarms related to the complaint noted in the alarm history. The total daily doses added up correctly and reflected the users programmed basal rate. The pump passed a delivery accuracy test and was found to be operating within required range. Unrelated to the original complaint, the battery compartment was cracked. The returned battery and cartridge caps were able to fully attach to the pump and were used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(6).